Event description:
The peritoneal dialysis (pd) patient reported they had peritonitis and are currently on hemodialysis modality for renal replacement needs. During additional follow-up, the nurse reported that this patient was experiencing cloudy effluent. As a result, the patient had a pd culture obtained (in the outpatient clinic) which yielded growth of escherichia coli (e.coli). The patient was treated on an outpatient basis with ceftazidime 2grams intraperitoneal (ip). The nurse stated the patient had persistent cloudy fluid despite antibiotic therapy. Therefore, the patient had a repeat pd culture which grew the same organism (e. Coli). As a result, the patient was continued on ceftazidime 2grams intra-peritoneal (ip) on an outpatient basis. Subsequently, the patient then had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient is reportedly recovering from the event. The patient's nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).